Event description:
N/a.

Manufacturer narrative:
An event of device difficult to setup or prepare (loading difficulties) did not confirmed via returned device analysis. Additionally, it was observed that the loader had a minor deformed. However, the device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information and returned device analysis, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet (lot: 9057003) was selected for implant using a 12f amplatzer amulet delivery sheath. The physician was unable to connect the tip of the loader to the delivery sheath. "After so many attempts," a new 25mm amplatzer amulet (lot: 9078233) was opened. The amulet was prepped and flushed like the first amulet. There was resistance when screwing the tip of the loader to the same delivery sheath, however it was successfully connected. It was unclear if the issue came from the delivery sheath or the tip of the loader. The second amulet was deployed and successfully implanted. The patient remained hemodynamically stable throughout the procedure and was reported to have been discharged from the hospital.